Event description:
The customer stated architect i2000sr analyzer error code 1007 (unable to process test, activated read failure) started to occur suddenly after reaction vessels (rv's) were changed to lot 69435p100 and 69436p100. The customer stated the error was produced daily in february 2009 and the number of re-tests had increased. The customer performed troubleshooting procedures but it did not resolve the issue. There were no air bubbles, cracks, leaks or loose connections for the trigger and pre-trigger lines, therefore, a shipment of replacement rv's was sent to the customer. The customer stated the issue was resolved with the change in rv's and the customer returned the suspect rv's for investigation. There was no impact to patient management.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure while the device was inside the leg, the tissue welder continued to burn after the switch was returned to neutral. Hemopro power supply setting was 2.5 per IFU recommendations. Device was removed and set aside for returning. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
Concomitant medical products: architect analyzer, list # 1l86-01. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.